Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction did not recur after resetting, and the customer was able to continue using the pump. Customer was advised to call back if the malfunction code reappeared, which was acknowledged and understood.